Manufacturer narrative:
Siemens filed the initial MDR on (B)(6) 2018 corrected information (B)(6) 2018the customer provided the discordant patient results to siemens on (B)(6) 2018. The date in section g4 of the initial MDR should be (B)(6) 2018 and not (B)(6) 2018 section g4 cannot be updated to reflect the correct date as section g4 is required for this report. Additional information (07-nov-2018): the customer clarified that the correct glucose result for sample ID (B)(6) was 147 mg/dl. Siemens further investigated the instrument files and determined that sample ID (B)(6) was repeated two more times on the dimension vista 500 instrument with serial number (B)(6) , resulting in 34 and 30 mg/dl. Section b6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2018-00624_s1 was filed for the same event.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that the dimension vista 500 instrument with serial number (B)(4) flagged multiple glucose (glu) and calcium (ca) patient results with "abnormal assay". The customer indicated that they did not report any results flagged by the instrument and repeated the patient samples on the dimension vista 500 instrument with serial number (B)(4); the results obtained on the dimension vista 500 instrument with serial number (B)(4) were considered correct and were reported to the physician(s). Based on the dimension vista operator's guide, results flagged with "abnormal assay" cannot be reported. The operator's guide advises the operator to repeat the sample. There is no indication of an instrument malfunction with the dimension vista 500 instrument with serial number (B)(4). The cause of the different glu results obtained on the patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2018-00624 was filed for the dimension vista instrument with serial number (B)(4).

Event description:
When a patient sample was repeated twice on the dimension vista 500 instrument with serial number (B)(4), different results were obtained between the repeat runs on the sample. The customer indicated that both repeat results were reported to the physician(s) and the correct glu for the patient is unknown. When the sample was initially run on the dimension vista instrument with serial number (B)(4), low glu results (flagged with "abnormal assay") were obtained on the sample. The customer reported that the low results were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the different glu results obtained on the patient sample.